Event description:
(B)(6) female reported through the specialty pharmacy that a rechargeable battery was smoking and smoldering. On (B)(6) 2013, the patient smelled something burning and discovered it was from the optineb battery, which was in a travel bag in her dining room. The battery was not connected to the optineb at the time. The patient stated that the travel bag and storage container were damaged and odorous. Device manufacture date: 04/01/2010. Initial reporter; consumer reporter details withheld, USA. (B)(4).